Manufacturer narrative:
Evaluation of returned device found no evidence of product nonconformance. During the evaluation, the fracture was confirmed; however, a conclusive root cause could not be determined.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. Device location unknown.

Event description:
It was reported during a total hip arthroplasty on (B)(6) 2016, a screw fractured while screwing it in the modular insert. No pieces fell into the patient and there was no delay in the procedure. Another instrument was used to complete the procedure.